Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump alarmed last night and he cleared it. In the morning, the display was blank. Customer's blood glucose is 223 mg/dl. The device has scrapes from normal wear and tear. Customer said the device was probably bumped by children, but nothing extreme. The battery compartment is not damaged or corroded. Customer removed the battery for ten minutes, but the display did not return. Customer's blood glucose had risen to 500 mg/dl. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.